Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-nov-2022 to 14-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device unexpectedly experienced spark. A field service engineer found that the empty foil lined pill medication pocket at the rear drawer. Replaced controller board and grounded connector from sparking and make sure that the issue will not propagate, and no other thermal damage was observed. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system unexpectedly produced sparking. The customer stated that they found a metal pill wrapper that fell behind the drawer and was causing sparks, which prevented user from removing critical medication oxycodone and causing 5-minute delay. During device inspection, a field service engineer examined the drawer controller board and found that the empty foil in contact with j601 solenoid connector. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly produced sparking. The customer stated that they found a metal pill wrapper that fell behind the drawer and was causing sparks, which prevented user from removing critical medication oxycodone and causing 5-minute delay. During device inspection, a field service engineer examined the drawer controller board and found that the empty foil in contact with j601 solenoid connector. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that a empty foil lined pill medication pocket at the rear drawer. A field service engineer replaced controller board and made sure that any grounded connector from sparking and will not propagate. There was no other thermal damage was observed. The system functioned as intended.